Manufacturer narrative:
The device was received deployed with the soft cannula visible in the bottom needle well. Data obtained from the device shows the pod completed the first and second priming sequence with an expected number of pulses in each sequence. Inspection of the device found no damages or defects that would result in the cannula retracting.

Manufacturer narrative:
The device has been returned/received to date, but is pending investigation. A supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient when the pod inserted, the needle was half in and out of her abdomen indicating a needle mechanism failure. The pod was worn less than an hour.